Event description:
It was reported that a spectrum pump failed volume test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for flow rate testing. The device was tested at a rate of 40 ml/hr, with a vtbi of 40 ml. The actual amount infused was 41.203 ml, for an error percentage of (B)(4), which is a passing result. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.